Event description:
It was reported to medtronic neurosurgery that during the surgery, the physician found valve leakage.

Manufacturer narrative:
The valve was patent. It passed siphon and reflux testing. The device did not meet requirements for the leak test as there was a tear in the top of the delta chamber. It is unk how or when this damage occurred. The valve did not meet all specifications for pressure-flow or pre-implantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture. No impact to the pt was reported.